Event description:
It was reported that during use, platform would shut down without warning anytime it was moved and that the platform worked as it should when it was stationary. The customer would restart the platform every time it shut down. Pt care was not affected. No other info was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A replacement report will be submitted if the device is received and when it is evaluated.